Event description:
Post transaortic sapien xt valve deployment, the valve landed 95/5 aortic/ventricular (a/v), with moderate paravalvular leak (pvl). A second valve was placed initially, the first valve was positioned 60/40 a/v but landed 95/5 a/v. Moderate pvl was observed so the valve was post dilated with 1cc of contrast, however, the moderate pvl remained. A new valve was prepped and implanted in the 70/30 a/v position. There was only mild pvl remaining, but that was considered due to the patient¿s native calcium. The patient is in stable condition. There was no indicated root cause of the pvl, but it was noted that the patient had a ¿big heart¿. The native annulus diameter area was 29mm. The patient¿s sinotubular junction (stj) was 30.9mm, and sinus of valsalva (sov) was 37.4mm. The ejection fraction (ef) was 50%. There was severe native valve/leaflet calcification, and mild aortic root calcification.

Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the too aortic placement and subsequent pvl is unknown. However, the patient¿s large heart (29mm annulus diameter, stj 30.9mm, sov 37.4mm), along with severe native leaflet/valve calcification could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.